Event description:
It was reported that on (B)(6) 2026, a triple lumen catheter (tlc) was inserted, and the brown (distal) infusion port could not be flushed or aspirated. The remaining two lumens were reported to be functional. It was subsequently reported that the catheter was slightly malpositioned; however, the device remained partially functional. The catheter remains implanted in the patient, with instructions not to use the brown (distal) lumen. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. The reporter indicated that a similar issue had occurred once previously over an eight-year period. Additionally, it was reported that the assisting resident stated similar events had occurred two other times during the same month, resulting in a total of three reported occurrences within one month involving the same device type. No patient injury or adverse health outcome was reported in association with this event. Good faith efforts were made to obtain additional information regarding the reported device issues, including confirmation of the multiple reported occurrences and assessment of any patient harm. Three documented attempts were made to contact the distributor; however, no response or additional information was received. Associated mdrs include 9680794-2026-00358 (specific event) and (multiple events without additional details).

Manufacturer narrative:
(B)(4).